Event description:
It was reported that the patient expired. The patient was admitted to hospice with bilateral edema in lower extremities. The cause of death was cardiac pump failure. There is no known allegation from a health professional that suggests the death was related to the device. No additional information was reported.